Manufacturer narrative:
(B)(4).device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, a stent moved on the balloon and removal difficulty occurred. The target lesion was located in the right external iliac artery (eia). While loading a 8.0 x 40 x 75 cm express ld stent delivery system (sds) onto a 260 cm non bsc guide wire, difficulty was encountered and the sds became stuck at the proximal portion of the guide wire and the stent "slipped a bit on the balloon". The physician manipulated the sds back and forth until the device was able to remove the guide wire. The procedure was completed with another express ld sds. No patient complications were reported and the patient's status is listed as fine.